Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported receiving a low blood glucose (bg) alert of 41 mg/dl from their dexcom g6 continuous glucose monitor (cgm). A confirmatory fingerstick measured 199 mg/dl. The user attempted to calibrate the ilet, but the sensor would not calibrate, leading them to disconnect and pair a new cgm. During the sensor warm-up, bg rose to 321 mg/dl. Against recommendations, the user announced a meal to obtain insulin until the sensor completed warm-up. They planned to allow time for corrections once the sensor connected and stated they would call back if bgs did not return to range. The highest blood glucose (bg) recorded was 321 mg/dl. Bg was corrected through user-announced meal dosing. Symptoms included frustration. No prolonged out-of-range period requiring outside assistance or medical intervention occurred at the time of call.